Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR review results: sterilization run, bioburden and environmental monitoring documents reviewed: with the information collected in documentation mentioned above during the investigation, there is enough evidence to support that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, no corrective action is deemed necessary at this time. According to the device history record review performed, the reported event was not confirmed. The events of infection and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: mrsa, mrse, ecoli infection ; necrotic tissue.

Event description:
Healthcare professional reported left side infection with "mrsa, mrse, ecoli" and necrotic tissue with tissue expanders. Device was explanted.